Event description:
It was reported that a pt experienced a shocking/jolting sensation after passing a basket full of magnetic bracelets. Further info was requested from the health professional. No additional info was provided.

Manufacturer narrative:
See scanned page.